Manufacturer narrative:
Concomitant products: 5076-52, lead, implanted: (B)(6) 2016.

Event description:
It was reported that during the implant procedure, the electrogram (egm) exhibited poor quality waveforms. The egm was adjusted to a single lead egm, as opposed to a summed egm, which resolved the issue, and the device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.